Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical singapore; the customer's report was duplicated and attributed to the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The pace/defib engine board was returned to zoll medical corporation. The customer's report was attributed to the charging capacitor on the pace/defib engine board. The board was scrapped. Analysis of reports of this type has not identified an increase in trend.